Manufacturer narrative:
(B)(4). Date sent: 7/23/2024. D4: batch # 429c15. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45d reload was returned unfired with the reload pan partially dislodged from the left proximal side. Making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review a manufacturing record evaluation was performed for the finished device batch number 429c15, and no non-conformances were identified.

Event description:
It was reported that during the pneumonectomy procedure, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to continue the surgery.